Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high and low blood glucose ranging from 45 to 400 mg/dl. The customer was treated for the high blood glucose with a soda. The customer stated that they have a new job and their eating and sleeping patterns have changed. The customer sent the product back for analysis.